Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that none of the buttons were being pushed but they were against her skin and was moving around. Customer's blood glucose at that time was 100 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and no button response due to corroded keypad traces. The device was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.